Event description:
From invacare MDR # 1525712-2012-02012: (B)(6) 2012, it was reported by the consumer's attorney that an unk faulty walker allegedly caused / contributed to the pt unspecified injury. A supplemental report shall be submitted if we receive add'l info on this event.